Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that a person with diabetes (pwd) experienced a failed infusion site, resulting in a high blood glucose reading of 401 mg/dl. The pwd responded "no" to medical questions and completed the uto questions. They reported having bumped the infusion site the previous day, and upon inspection, it appeared intact. However, upon removal, it was discovered that the site had never been properly inserted. The pwd expressed significant frustration with the cleo 90 infusion set, stating that it consistently failed to adhere or remain in place despite following best practices. They confirmed having reviewed the insertion technique with their clinical diabetes specialist (cds) and maintained ongoing communication with them. Although aware of alternative infusion set options, the pwd declined to have them listed during the call. The pwd attributed their consistently high blood glucose levels to issues with the cleo 90 infusion set. The steps for infusion site placement were not reviewed, as the pwd declined assistance. However, replacement procedures for both the infusion set and the cassette¿following a "cassette empty" alarm¿were discussed. There was no patient injury. The issue was resolved. The operator of the device was a lay user. The event occurred while in use with the patient. Patient details were provided: the patient is a non-hispanic female, a 43-yr old weighing 198 lbs.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.